Event description:
Clinician reported to straumann area sales rep on october 26th that patient was implanted with implants in the previous week. Two implants were used. 4.1 and 4.8 blt slactive roxolid. The sutures were removed 7 days post op and the patient was doing well. On the 8th day after the operation, patient was taken to the hospital with a suspected heart attack. During the admission, an emergency doctor/paramedic treating must have made the statement that it could also have been an intolerance and that the implants might have to be removed again and could be related to the symptoms. After a care call to patients' partner, partner said that there were no signs of inflammation in the mouth. They were requesting clarity and avoiding a possible explantation. Straumann has registered this case under two complaint numbers #(B)(4) and #(B)(4) (one for each implant).

Manufacturer narrative:
Straumann registered this case in their complaint database under the numbers #(B)(4) and #(B)(4). Straumann contacted treating clinician to request additional information. The clinician provided the article and lot numbers 021.7308 blt ø4.8mm rc, slactive® 8mm, tizr, ntp lot mcw76 and 021.5308 blt ø4.1mm rc, slactive® 8mm, tizr, ntp lot lwe11. The clinician provided further information that a ridge augmentation was conducted at the time of surgery using bio oss and a membrane (manufacturer is unknown to straumann). Information provided by clinician and patient / patients partner indicates that the implants are still in situ and uneventful. No information regarding exact date of surgery, patient medical history, implant position or concomittant medication or anaesthetic used during surgery was provided at this time. The exact date of the event which occurred 8 days after initial surgery and 1 day after the suture removal is not known at this time. It is reported that the patient was taken to the emergency room, treated as an out patient and was sent home after an ECG was performed. It is not known who or on the basis of what the statement regarding the conducted DHR-review indicates no anomalies and no production- related root cause for the reported event could be identified at this time. The conducted clinical literature review found no evidence of a causal relationship between titanium dental implants and myocardial infarction could be identified. A search for "myocardial infarction and dental implants" yielded three relevant articles suggesting that dentists should consider a recent heart attack (within the last 6 months) as a possible risk factor when deciding when or whether to place an implant. In addition, we evaluated the complaint history of institut straumann ag with regard to possible reported cardiac dysfunctions. The assessment included not only the products declared in the surgery but also the products of the same product family that are offered in the portfolio of institut straumann ag. Complaints from september 01, 2014 to october 28, 2022 were reviewed and there are no records of complaints reporting cardiac dysfunction resulting from a surgical procedure to place a dental implant." Based on this initial review we conclude that there is no incident according to §2(64) MDR 247/2017 as no malfunction, deterioration in the characteristics or performance of a device including use-error or inadequacy in the information or undesirable side-effecit of the devices occurred.